Event description:
It was reported that the patient felt stimulation in the wrong location. It was reported the patient had surgery on (B)(6), and starting then she had felt stimulation down her legs and would like stimulation to be more in her hips and lower back. No new reportable information.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), im planted: (B)(6) 2008, product type: lead. (B)(4).